Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the stations were getting auto disconnected and went into critical override mode. A technical support specialist found witness required enabled on medication and device. The customer made configuration changes (disabled witness required) to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using all bd pyxis¿ medstation¿ es were getting auto-disconnected and went into critical override mode, preventing the user from removing medication for a patient. The customer stated that there was a delay in issuing medication to a patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported when using all pyxis medstation es systems were getting auto-disconnected and went into critical override mode, preventing the user from removing medication for a patient. The customer stated that there was a delay in issuing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were getting auto-disconnected and went into critical override mode. A technical support specialist found witness required enabled on medication and device. The customer made configuration changes to resolve the issue. The system functioned as intended after troubleshooting the device.